Event description:
Ous MDR - after an implantation time of about 9 months, an increase in shock impedance was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead was cut through 12 cm distal of the is1 connector pin. A proximal and a distal lead fragment were returned for analysis. Inbetween, about 2 cm of the lead body were missing. The returned fragments were thoroughly analyzed. The visual inspection showed that the inner conductor helix was kinked between the tip electrode and the ring electrode. The analysis showed that the cause is probably excessive mechanical stress during the explant. The analysis did not show any other deviations that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.